Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the application of the second suture, the needle detached and remained embedded in the uterosacral ligament. Only the suture thread came out, while the needle could not be retrieved manually. An x-ray confirmed the presence of the needle, which is now fixed within a deep anatomical structure". No patient harm or injury.